Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was not able to charge the ipg. The patient underwent a revision procedure wherein it was noted that the ipg was rotated and a little deep and had a seroma at the pocket site. The patient was doing well postoperatively.